Event description:
Pt underwent an elective cardioversion. Pt experienced burns to chest and back area where conductive pads were in place. Pt called to report burns to chest and back area. These have not, thus far, required treatment-evaluated on 12/16/2009 to assess burns.